Manufacturer narrative:
The physician had scoped the patient prior to stenting, visualized mediastinum and injected contrast to find true lumen of esophagus. Stent placement was good with no bleeding evident. The patient expired 15 minutes post-implant due to complications associated with mediastinitis. The death was not stent-related according to the physician.

Event description:
The stent was passed over a guidewire through the gastroscope, initialy finding the lumen with difficulty. Two esophageal wallstents were placed, telescoping from the gt junction proximally. The pt expired within fifteen minutes post-implant. Co has been unable to determine if the event is stent-related. Co's medical director has been unable to reach the physician for further follow-up.